Manufacturer narrative:
The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.

Event description:
The customer reported a blower temp high. No patient harm reported. Patient information requested.